Event description:
Customer called with request for assistance in evaluating system log for a possible programming issue, as this module was found to be infusing when it was supposed to be off, and a module that was supposed to be infusing was stopped. An insulin drip, 100 u in 100 ml, was discontinued at 2:30 am, and at 6 am a zosyn ivpb was programmed to run 60 ml at a rate of 100 ml/hr. When the nurse checked the pump at 8 am the wrong module was found to be infusing, and the insulin drip was infusing when it should have been off. The pt's blood sugar dropped into the 20's and the pt required at least 2 doses of d-50 over the next several hours. Log analysis confirmed the cause of the overinfusion to be a programming issue. The module was initially powered up on 3/4/2007 along with another lvp, and was programmed for an insulin infusion. The device programming for dose, rate, and vtbi was subsequently changed multiple times until 3/6/2007 when the system was powered down. The same system was powered back on a short time later, and the lvp was programmed for a primary infusion at 20 ml/hr plus a secondary infusion volume of 60 ml at a rate of 100 ml/hr. There are no log entries indicating that pump is not functioning properly, and it is not anticipated that the device will be returned to the MFR for any further eval.